Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes "cross-talk on ventricle after atrial pacing following ventricular inhibition."~~~~~~~~